Manufacturer narrative:
Updated fields: d4 - expiration date, d4-unique device identifier (UDI) #1, d8, h2, h3, h4, h6, and h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, a likely cause of the malfunction identified could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device did not deploy when checked over the monitor at hemostasis. The issue occurred during a therapeutic hemostatic treatment. The procedure was completed using a similar device. There were no reports of patient harm.